Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 11 months post implant of this bioprosthetic aortic valve, it was explanted due to severe insufficiency. The valve was replaced with a non-medtronic valve, and an ascending aortic aortoplasty was completed with a non-medtronic graft. No additional adverse patient effects were reported.